Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] from modern medical called with this vent while on a patient in the nicu on ncpap, alarmed audibly and visually hipeakpressure and the safety valve opened. The baby was taken off the vent and placed on another vent without harm done."

Manufacturer narrative:
The carefusion technical support specialist in conjunction with the user facility clinical engineer identified a faulty gas delivery engine as the most likely cause in this alleged event. The user facility was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2015, the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Manufacturer narrative:
Supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on 10/27/2015. Failure analysis: avea gde p# 16630 s/n (B)(4) was received for investigation. The gde was installed onto gde test bed and powered on using default neo-natal settings and was immediately able to verify the reported issue of an extended high ppeak pressure alarm. Issue was isolated to the expiratory pressure xdcr p# 68359 on tca pcba p# 16542, and pcb p# 51000-40310. Findings/root-cause: defective xdcr on the tca pcba this was an adverse event as well as a malfunction. Life threatening was added because the ventilator required change out. Brand name. Avea ventilator. Information redacted from initial MDR, submitted in error. Serious injury requiring medical intervention to prevent serious injury or death. Updated to reflect the analysis.